Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was light-emitting diode (led) failure due to the power switch failure. However, the definitive root cause of the power switch failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the power stich was broken. The following additional findings were also noted: main chassis had scratched paint on the side, and the air gauge was loose at times due to a worn out connector socket. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
When the maintenance unit was received for evaluation as part of routine servicing by an olympus repair facility, it was discovered that the power switch on the front of the device was broken. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.